Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing to the patient. Additional information later provided from the field indicated far-field oversensing of the ventricular signal on the atrial channel. No changes were made and the ICD remains in service. No adverse patient effects were reported.